Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink luer activated valve leaked. At the start of an unspecified chemotherapy infusion, the blue slide clamp perforated the tubing causing a leak. The leak resulted in a delay of therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The sample was contaminated with chemo; therefore, the analysis was limited to a visual inspection under a fume hood. A cut in the tubing was identified approximately 4 inches above the y site. The blue slide clamp was normal and within specification. The reported condition was verified. The cause of the cut was not determined. Should additional relevant information become available, a supplemental report will be submitted.